Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the when intubating a patient and repositioning the tube the 15mm connector at the end of the tube came loose and fell off. The connector was color white or transparent, making it difficult to see on white sheets therefore it was difficult to find. There was no reported patient outcome.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted three photos were provided for evaluation. The first photo showed the 15mm connector attached to the tube, second photo showed the 15 mm connector separated from the tube and the third photo showed the 15 mm connector. It was reported that the when intubating a patient and repositioning the tube the 15mm connector at the end of the tube came loose and fell off. The connector was color white or transparent, making it difficult to see on white sheets therefore it was difficult to find. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.